Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, a definitive root cause could not be determined. A manufacturing defect was not identified. Unsuccessful ring repairs are not typically related to a malfunction or quality deficiency of the device, but the technical challenge of the patient¿s valve anatomy resulting from the valvular disease. In this case, there was no evidence of miss-use or abnormal use of the annuloplasty ring caused or contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 36mm annuloplasty ring was explanted after an implant duration of approximately 1 year and 11 months due to broken mitral valve repair, likely caused by further chordal rupture. The explanted ring was replaced after an annulus repair with another edwards annuloplasty ring with no reported complications.